Event description:
It was reported that an (B)(6) female was scheduled for an aortic arch aneurysm repair and the procedure, including cardiopulmonary bypass (cpb) lasted more than twelve hours. The circuit included: terumo 8000 perfusion system, gish mps cardioplegia kit and sorin oxygenator and perfusion custom pack. The oxygenator reservoir became pressurized late in cpb and air was pushed up the venous line into the pt. This required urgent air removal of the heart and circulation, as well as change out of the oxygenator and reservoir. This required removal from cpb for a period of time and lack of circulation during this period. Shortly after the surgical repair, the pt expired. The hospital staff did not believe the terumo 8000 perfusion system had any role in the pt outcome. No product issues were identified on device history review (DHR), service history or death/serious injury history MDR report for this device.

Manufacturer narrative:
The system was certified by terumo field service rep as being fully functional and all pumps and safety systems worked to designed specification.